Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Concomitant medical product - biomet comprehensive rvs tray, catalog#: 115378, lot#: 382280; biomet vera-dial taper, catalog #: 118001, lot#: 316390; biomet comprehensive shoulder system humeral fracture stem, catalog#: 12-113562, lot#: 012980; biomet comprehensive reverse shoulder central screw, catalog#: 115395, lot#: 366030; biomet fixed locking screw, catalog#: 180550, lot#:429450; biomet fixed locking screw, catalog#: 180551, lot#: 452420; biomet fixed locking screw, catalog#: 180554, lot#: 028240; biomet fixed locking screw, catalog#: 180555, lot#: 422560; biomet comprehensive reverse shoulder glenosphere baseplate, catalog#: 115330 , lot#: 507240; biomet cobalt bone cement ,catalog#: 402439, lot#: 472300; biomet cobalt bone cement, catalog#:402439, lot#: 937030; biomet cobalt chrome cable system crimp sleeve, catalog#: 120005, lot#: 448190; biomet cobalt chrome cable, catalog#:120002, lot#: 386410; biomet cobalt chrome cable system crimp sleeve, catalog#:120005, lot#:448190; biomet cobalt chrome cable, catalog#: 120002, lot#:607700; biomet cobalt chrome cable system crimp sleeve, catalog#: 120005, lot#:515810. This report is number 3 of 3 MDR's filed for the same patient (reference 1825034-2016-04210 / 04211/ 00242 ).

Event description:
Legal counsel for the patient reported that after having undergone a right shoulder revision the patient is having range of motion issues. No second revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.